Event description:
During evaluation of a returned homechoice machine, two increased intra-peritoneal volume (iipv) events were identified which occurred in the therapy initiated on (B)(6) 2013 at 13:22:33. During night drain cycle two, the patient's ultrafiltration reading was 1249ml, indicating the home patient (hp) drained 1249ml more than their maximum programmed fill volume of 1500ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. During review of the event log, an increased intra-peritoneal volume event was identified. However, the cause of the reported issue cannot be determined from the available information. Should additional relevant information become available, a supplemental report will be submitted.